Event description:
It was reported that the patient experienced ineffective therapy due to placement of the leads. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established post op.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.